Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the suture caused and/or contributed to the adverse events described in the article, specifically: infection and delayed wound healing? Can you explain what is meant by delayed wound healing? What medical intervention was performed to treat the delayed wound healing? Citation: coll. Antropol. 2011;35(2): 439¿443.

Event description:
It was reported in journal article ¿efficacy of antimicrobial triclosan-coated polyglactin 910 (vicryl plus) suture for closure of the abdominal wall after colorectal surgery¿ that patients underwent elective colorectal surgery and suture was used. The study compared abdominal wall healing in colorectal carcinoma patients from september 2008 to september 2009. Wound closure was performed with a single-layer mass technique (peritoneum, muscle, and fascia). Wound complications included inflammatory reactions to suture, wound infection, dehiscence requiring reoperation and incisional hernia.